Manufacturer narrative:
(B)(4). The used sample was not returned to baxter for evaluation. The lot number is unknown therefore a batch review was not performed. This review finds the labeling adequate for the reported user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to report a check lines and bags alarm while on the homechoice device during drain 1 of 5. The homepatient (hp) said he had disconnected from the machine and the alarm would not clear and he wanted to open the door. The technical service representative (tsr) helped him to end the therapy and informed him to start over using new supplies. The home patient was contacted on (B)(6) 2010. The home patient stated that they noticed that after the spike was all the way in, it still seemed as if the bag was not punctured all the way. The home patient stated that after starting over with new supplies no further issues were found. The home patient also stated that they have already disposed of the supplies and no further information is available at this time. The home patient also stated no companion samples were available. No patient injury or medical intervention was indicated at the time of the initial report.